Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.

Event description:
The customer reported that they lost x-ray functionality and were unable to shoot images. There is no report of pt injury.